Manufacturer narrative:
A root cause could not be determined. No further investigation was possible with the information provided. There were no materials available for investigation.

Event description:
The customer alleged they received questionable total protein gen 2 (tp2) results on their c701 analyzer. The customer stated they had received two alarms on the day of the event. The customer reset the analyzer which resolved the first alarm. The customer changed the probe b after the second alarm. The customer had not had any problems after that. The samples were repeated on another c701, serial number (B)(4), at the site. The customer stated no other assays were affected. The customer stated they received four discrepant results that were reported outside the laboratory. The customer only provided initial tp2 results for two samples of 3 g/dl and 7 g/dl. The customer provided a repeat result of 25 g/dl. The customer stated the repeat result was from one of the two samples, but could not specify which samples. The repeat result was considered correct. There were no adverse events. The tp2 reagent lot number and expiration date were not provided. The customer stated the issue was resolved after changing the sample probe and recalibrating the affected assay and the quality control results were now in range and the results were good. The field service representative performed a precision test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.